Event description:
The reporter stated that it gives the incorrect volume. The clinician was not sure, but thought it was not delivering properly. Further information was not available. No patient injury or treatment was associated with this event.